Event description:
The customer reported being hospitalized for hyperglycemia about a month prior to the phone call with the helpline. The customer stated that the issue was the infusion set. The customer reported the blood glucose values being 500+ mg/dl. During the hospitalization. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.